Manufacturer narrative:
H3 other text : the subject device was implanted.

Event description:
It was reported that the subject stent with other associated devices were used for c6 aneurysm case as the patient's vessel was very tortuous. After placing the subject stent to the location as the operator tried to deploy it, and when deployed it for the first time, the tip of the subject stent could not be located properly because of the vessel pulsation. It was migrated downward, so the operator withdrew it back and enhanced the supporting to deploy it for the second time. The previous issue was improved when the finishing the deployment the tip of the stent migrated again to lower of aneurysm neck, so the deployed subject stent didn't cover the neck. The operator finally deployed the second stent to cover the neck together with the subject stent to finish the procedure.

Event description:
It was reported that the subject stent with other associated devices were used for c6 aneurysm case as the patient's vessel was very tortuous. After placing the subject stent to the location as the operator tried to deploy it, and when deployed it for the first time, the tip of the subject stent could not be located properly because of the vessel pulsation. It was migrated downward, so the operator withdrew it back and enhanced the supporting to deploy it for the second time. The previous issue was improved when the finishing the deployment the tip of the stent migrated again to lower of aneurysm neck, so the deployed subject stent didn't cover the neck. The operator finally deployed the second stent to cover the neck together with the subject stent to finish the procedure. No other information was provided.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu (directions for use ) instructions. The patient's vessel was reported to be very tortuous. The operator used synchro guidewire to bring xt-27 microcatheter to the location using a catalyst 5 device to support the subject evolve flow diverter stent delivery. After placing the subject evolve flow diverter stent to the location the operator tried to deploy it and when deployed it for the first time, the tip of the subject stent could not be located properly because of the vessel pulsation. It migrated downward so the operator withdrew it back and enhanced the supporting to deploy it for the second time. The previous issue was improved when the finishing the deployment the tip of the subject stent migrated again to lover of aneurysm neck so the deployed stent (subject stent) didn't cover the neck. The operator finally deployed another stent to cover the neck together with the first evolve to finish the procedure. It is most likely the patient tortuous anatomy contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿ and ¿device difficulty engaging target vessel'.